Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). This carto 3 system was manufactured before september 24, 2016, therefore no UDI is applicable for this product with serial number (B)(4). Concomitant products: smartablate irr tube set, us catalog #: sat001, lot #: ac4199016. Carto3 external refpatch 6pack, us catalog #: crefp6, lot #: ll016275. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto® 3 system. System was loaded and was operating as expected. Computed tomography (CT) was performed. Patient was transported into the electrophysiology lab and anesthetized. Upon re-entering the study, error 17 displayed, indicating that location pad currents were unstable. System cycled through error codes 2 and 3, indicating that the patient interface unit (piu) was initializing, then back to error 1, indicating that no communication with the piu was detected. Fiberoptic cable was changed without resolution. Location pad cable was checked. Technician considered that it may potentially be loose, so location pad was re-checked. Although no location pad issues were noted, error 1 persisted. System was switched off, location pad extension cable was replaced, system was rebooted, and error 1 persisted. Location extension pad was removed, leaving the location pad connected directly to the piu and error 1 persisted. Procedure was completed with a competitor¿s product. Procedure delay was 70 minutes. There were no patient consequences reported. Additional information was requested and received on (B)(6) 2018. The procedure delay was approximately one hour. Although the physician considered that the delay could have caused or contributed to a serious injury due to the increased anesthetic time, it was confirmed that there were no patient consequences. The patient interface unit communication issue was assessed as not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in the patient¿s state of health was remote. Originally since there was no evidence that there was a patient risk due to the procedure delay, this issue was assessed as not MDR reportable. However, per the additional information received on (B)(6) 2018, stating that the physician considered that the delay could have caused or contributed to a serious injury due to the increased anesthetic time, the procedure delay is reassessed to MDR reportable. The awareness date for this reportable issue is reset to (B)(6) 2018.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto® 3 system. System was loaded and was operating as expected. Computed tomography (CT) was performed. Patient was transported into the electrophysiology lab and anesthetized. Upon re-entering the study, error 17 displayed, indicating that location pad currents were unstable. System cycled through error codes 2 and 3, indicating that the patient interface unit (piu) was initializing, then back to error 1, indicating that no communication with the piu was detected. Fiberoptic cable was changed without resolution. Location pad cable was checked. Technician considered that it may potentially be loose, so location pad was re-checked. Although no location pad issues were noted, error 1 persisted. System was switched off, location pad extension cable was replaced, system was rebooted, and error 1 persisted. Location extension pad was removed, leaving the location pad connected directly to the piu and error 1 persisted. Procedure was completed with a competitor¿s product. The procedure delay was approximately one hour. There were no patient consequences reported. Although the physician considered that the delay could have caused or contributed to a serious injury due to the increased anesthetic time, it was confirmed that there were no patient consequences. Technical services visited the account and reproduced the error 17 issue. The issue was resolved by replacing the location pad cable replacement kit with a new one. The patient interface unit (piu) was turned on. The system passed initialization. Restarted the piu for a few more times and could not make the piu to fail initialization even when jiggled the cable initialization passed. Passed cube test, passed relative and cloud test. The system is ready for use. Device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacturer's reference number: (B)(4).